Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the emergency room because the patient's rate dropped into the 40's. The patient experienced syncope, lightheadedness, blurred vision, fatigue and tired. It was also reported that there was t-wave oversensing. The setting were reprogrammed and consequently the patient felt better. The lead remains in use. No patient complications have been reported as a result of this event.